Event description:
Customer reported discrepant values in the device memory. Device = 201 mg/dl at 7 am and the value in the memory = 76 mg/dl. Device = 129 mg/dl and memory = 62 mg/dl the previous day. No treatment was received. No controls used. A request was made for return product and replacement product was sent.